Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited low out-of-range (oor) pacing impedance measurement and the patient had low p wave. The patient was scheduled for follow-up check. Attemps to obtain additional information was unsuccessful. This lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that continued low out-of-range (oor) impedances were noted on this right atrial (ra) lead as well as variable intrinsic amplitudes which sometimes are low. The device and lead remain implanted at this time.